Event description:
It was reported that after repairing the peroneal tendon with tissue mend, the surgeon used a drill bit to create a pilot hole for the anchor. After drilling to the appropriate laser line, the surgeon then passed the suture through the tendon with force fiber suture. The surgeon then loaded the suture into the anchor. At that point the surgeon advanced the anchor into the pilot hole and began to mallet the anchor into the bone. After tapping with the mallet the anchor would advance approx 3/4 of the way into the bone. Upon subsequent taps with the mallet, the anchor would not advance any further into the bone. At this point 1/2 the length of the anchor broke away from the inserter. Approx 1/2 of the anchor remained in the bone and the other 1/2 was removed by the surgeon.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.